Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 5 thickness 10. Code (B)(4)/lot 111390 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty-four items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
Reference imp # (B)(4).